Event description:
It was reported the pt has experienced persistent pain in a two inch circumference around the ipg for the past two weeks. The pain is worse if the area is touched or with physical contact of the antenna to recharge the ipg. The pt has not fallen but has recently gained weight. The pt was advised to contact the physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.